Event description:
The customer reported that the autopulse platform (sn (B)(6)) does not recognize the lifeband. No additional information was provided. This was noticed during a maintenance check. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn 31551) does not recognize the lifeband was not confirmed based on the archive review or functional testing. The reported complaint could not be reproduced. No significant discrepancy was found in the archive review. The autopulse platform passed the preliminary functional test without any fault or error. The reported complaint could not be reproduced.